Manufacturer narrative:
It was reported that a revision surgery was performed due to infection. The polarcup shell and xlpe insert used in treatment were not returned for investigation. An appropriate investigation could therefore not be conducted and the reported failure mode could not independently be confirmed. Clinically relevant supporting documentation was not provided; therefore, a thorough medical investigation could not be performed. A review of both batch records revealed no deviations from the standard manufacturing process. A review of the complaint history revealed no additional complaints for both batches in scope. The IFU (lit. No. 12.23 ed 05/16) identifies "infection" as a known possible side effect resulting from a hip arthroplasty. Based on available information the root cause for the reported infection could not be determined. However, there is no indication that the devices failed to match specification at the time of manufacturing. The associated risk is covered in the risk analysis and considered low. Therefore and based on available information, the need for corrective action is not indicated. Smith + nephew will continue to monitor this devices for similar issues. The complaint will be reopened should the complained devices or additional information be received.

Event description:
It was reported that revision surgery was performed due to infection. All implants were removed.